Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm (air in set/line) due to a use error further described as a clamp was left open on an unused supply line during peritoneal dialysis therapy. The patient also reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supply more than once. It indicates that the disposable set must be discarded after each use. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain in peritoneal dialysis. The patient was connected at the time of the alarm. There was an open clamp on an unused supply line. The patient disconnected and went back through priming using the same supplies. The technical service representative explained set up and about not reusing supplies. The patient declined assistance to end therapy. The patient stated that they know how to do it. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.